Manufacturer narrative:
(B)(4)2021 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by wear of the driving shaft due to usage of abrasive toothpaste in combination with insufficient cleaning with use over many years.

Event description:
Consumer sent e-mail stating the brush heads were no longer staying attached to the toothbrush. A new brush head would stay attached, but not securely, and after a week of usage the brush head would slip off while brushing. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer sent e-mail stating the brush heads were no longer staying attached to the toothbrush. A new brush head would stay attached, but not securely, and after a week of usage the brush head would slip off while brushing. No injury was reported.